Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a a33 alarm on the insulin pump. The custtomer's blood glucose level was 166 mg/dl. The customer insulin pump was out of warranty. The patient was asked to revert a back up plan per healthcare provider instruction. The customer asked for the new offer.